Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had experienced a sudden loss of therapy; when they drink caffeine and carbonated drinks, they void more frequently. They noted that they had spoken to the manufacturer representative about the frequency earlier that week. It was noted that they did feel stimulation, and they wanted to make an adjustment. Troubleshooting included having the patient increase the stimulation. The patient stated that they felt the stimulation mainly in their right buttock area, where the ins is, and slightly in their vagina. The patient did not want to switch programs at that time, but the process was reviewed with them. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.